Event description:
<P>a malfunction alarm, identified as malfunction 199, was reported by a customer regarding their pump. The impact on the customer's blood glucose level was not reported, and there was no information suggesting any adverse impact. The customer independently reset the pump with guidance from technical support and resumed insulin use. Technical support advised the customer to manually reload the cartridge, rejoin the sensor session, and was instructed to call back if the malfunction code recurred, but no recurrence was noted.